Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by vomiting and cloudy effluent. The cause was unknown. It was reported that the patient was hospitalized for the event. On an unknown date in the same month as the event onset, the patient was treated with unknown antibiotics (doses, routes and frequencies not reported) for peritonitis. At the time of this report, the patient outcome was unknown but it was reported that the patient was discharged from being hospitalized. Pd therapy was discontinued and the patient was shifted to hemodialysis. No additional information is available.